Manufacturer narrative:
(B)(4). Analysis of the pump found miscellaneous alarm anomaly and resonator anomaly.

Event description:
It was reported that the pump was explanted on (B)(6) 2014 due to pending battery depletion. The patient's status after the device was removed was "recovered without sequela." The pump was removed prophylactically to avoid in-vivo battery depletion.